Manufacturer narrative:
It was reported that the ventilator did not deliver air. The ventilator was investigated by our field service engineer on site. The failure occurred due to the gas supply not being connected and when the oxygen and air gas supply was correctly connected, the ventilator worked correctly. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. The root cause as to why the gas supply was not correctly connected cannot be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator did not deliver air. There was no patient harm reported. Manufacturer's ref. #: (B)(4).